Manufacturer narrative:
(B) (4).

Event description:
Reported by the complainant as follows: wanted to report an adverse event which occurred with a patient who had flexiseal insitu. An anal pressure ulcer had been identified when the tube was being removed.